Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted due to infection and skin erosion. The actions that were taken were reported as "invasive intervention" and removal of the neurostimulator. We were unable to follow up with the contact information provided, hence no additional information could be obtained.

Manufacturer narrative:
Analysis of the stimulator found no anomaly. Analysis of the extensions (model 7482a-40, serial # (B)(4) and serial # (B)(4)) found no significant anomaly. The body of the extension was cut through and extension was segmented. Distal end was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted:, explanted:, product typ: extension. Product ID (B)(4), lot# serial# (B)(4), implanted:, explanted:, product typ: extension. (B)(4).